Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. It was also reported that the cartridge was damaged at the shroud, interrupting insulin delivery. Customer loaded a new cartridge to address the issue. There was no adverse impact to the customer¿s blood glucose level.